Event description:
Crm-sal-2023-001 the patient was implanted with subject pacemaker on (B)(6) 2022 and it was explanted on (B)(6) 2023 according to fsn recommendations. No patient files available.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.